Event description:
U by kotex tampons are coming apart when I remove them. The first time [invalid] just unraveled and there was no tension between [invalid] and tampon. When I was pulling the [invalid] it didn¿t feel attached to the tampon at all. I had to remove it in other ways. I was hesitant to use another one but I didn¿t have any other products besides the u by kotex. The next morning, I was removing another tampon it started to unravel as I pulled the [invalid] the entire tampon just became a cotton pull off instead of maintaining the shape of a tampon. Now I don¿t want to use them at all. This is a new lot number that is not part of their recall from 2018. I figured they should have fixed this issue over a year later. FDA safety report ID # (B)(4).